Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The whisper wire referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo lesion in the mid right coronary artery. A whisper guide wire was advanced into the target lesion. A 2.00x12 mm mini trek balloon dilatation catheter (bdc) was advanced over the whisper guide wire for pre-dilatation; however, the balloon failed to inflate and during removal, the bdc was noted to be stuck with the guide wire. The bdc and guide wire were removed as a single unit. A new guide wire was re-introduced into the patient anatomy and bdc were used to successfully post dilate the implanted stent. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection were performed. The reported inflation issue and difficulty to remove the guide wire were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that manipulation and/or inadvertent mishandling during advancement against resistance resulted in the reported/noted balloon, inner/outer member, hypotube/bayonet damages, inflation issues and difficulty to remove the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.